Manufacturer narrative:
Model number/catalog number: sc-2138-70. Serial number: (B)(4). Batch/lot number: 15940/100362/119812. Model/catalog description: phase iii linear lead - 70 cm. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant for an unknown reason.